Event description:
It was reported that this lead, which was implanted on the left bundle branch, exhibited an increase in its capture threshold measurements, a decrease in its impedance measurement and intermittent loss of capture (loc). Technical services (ts) was consulted and discussed available programmed settings to ensure therapy delivery. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.